Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose level started at 400 mg/dl and they treated with a bolus and a manual injection. The customer's blood glucose reading went down to 340 mg/dl, and was 200 mg/dl during the call. The customer stated that this has been happening for the past 36 hours. The customer performed troubleshooting and did not find any problems with the insulin pump. Nothing was replaced or returned.